Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device not detected on bus and there was a burning smell. The customer confirmed that this malfunction did not result in any delays in dispensing medication to patients. As per part investigation, it was determined that there was thermal damage observed on and around the u401 power distribution switch component there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from its manufacture date of 13-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of the failed storage space was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the drawers: 1. Inspected the controller boards and found burnt components on the drawer controller board (1.2) 2. Replaced damaged drawer controller board. 3. Visual inspection of the drawer controller board noted thermal damage on and around the u401 power distribution switch component. 4. Further inspection noted dried fluid along different areas of the board. 5. Visual inspection and testing of the pyxibus module controller, pyxibus cable, and rowboard cable observed no issues. 6. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device not detected on bus and there was a burning smell. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.